Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/30/2009 and 10/01/2009 by phone, fax, and mail. Medical records were received on 10/01/2009. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported a pt experiencing a sudden onset of hyperopia following bilateral intraocular lens (iol) implant surgeries. The surgeon stated that the iols are slightly decentered. In a follow-up, it was reported that the pt also experienced glare and filmy vision. The surgeon reported that he is monitoring the pt. There are two medical device reports associated with this event. This report is for the left eye.